Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting circulated items, it was found that the sterile packaging was damaged. There was no patient involvement, and it was reported no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d5; d9; g3; h2; h3; h6; h10 visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the provided photos/returned product found the root cause of the reported event can be attributed to transit damage. As no patient or user harm was reported or occurred, the severity level of the reported event is assigned a severity. A device history review is not required for not reportable, severity 1 events as outlined in procedure. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Upon reassessment of the reported event, it was determined to be not reportable as sterility has not been breached. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.